Manufacturer narrative:
Patient information is unknown. Additional product codes: kwp, mnh, mni. Device broke intra-operatively; device was not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported, that on (B)(6) 2018, the spine surgery for odotoid pseudo-tumor was performed by using the occipital plate. The fixed area was oc¿c2. While the surgeon was bending the plate, the plate broke. It was noted the plate was bent too much initially and broke when the surgeon tried to bend it back. Another plate was used to complete the procedure. The surgery was successfully completed with a three (3) minute delay, and there was no adverse consequence to the patient. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
A device history record review was performed for the subject device lot number: part number: 04.161.001s. Synthes lot number: l349246. Release to warehouse date: 22.mar.2017 expiry date: 01.mar.2027 . Supplier: (B)(4), manufacturing site: (B)(4). No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Non-sterile: part number: 04.161.001 , synthes lot number: l327284 , release to warehouse date:22.feb.2017 , manufacturing site: (B)(4). No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A product development investigation was performed for the subject device: the central mounting link on the occipital-plate 4.5/5 med w/50 ti is broken off. The plate shows various marks and color abrasion. Beside the plate thickness all other complaint relevant dimensions in cracked and/or bended areas cannot be checked for dimensional accuracy of the valid manufacturing specifications. The plate thickness was measured with caliper 3-01-19789 referring to drawing ref. 04_161_001_1 . Target thickness of plate: 2.00 +/- 0.1 mm. Actual thickness of plate measured 1.97 mm / pass. Material: the examination of the raw-material testing certificates and the manufacturing papers showed no deviations regarding material analysis, strength and structural stability. The values were in compliance with ao/asif specifications and with the international standard of ti-cp grade 2 per iso 5832-02. The lot in question was manufactured with a lot size of 10 pieces in february 2017 and all were distributed. We are not aware of any quality issues associated with this article- and lot number. Conclusion: the plate shows marks and nicks in various areas of the plate caused from unknown instruments during pre-bending. The disappeared color and marks in the cracked area point to the fact that the plate was subjected to forcible use. Point 3 in the leaflet ¿important information¿ indicates: ¿correct handling of the implant is extremely important. If the shape of the implant must be altered, the device should not be bent sharply, bent backwards, notched, or scratched. Such manipulations, in addition to all other improper handling or use, can produce surface defects and/or concentrate stress in the core of the implant. This in turn may eventually cause the product to fail.¿ no manufacturing related issue was identified and/or confirmed. This complaint was determined to be caused during a mechanical overloading situation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.